Event description:
The customer alleged they received a questionable creatinine plus (crep) result for one patient on their p-module. The patient's sample was processed on the customer's modular pre analytics device and was analyzed in a sample cup. The patient's initial crep result was 118 umol/l and it was reported outside the laboratory. On (B)(6) 2013, the sample was repeated on another modular analytical p- module, serial number (B)(4), and the result was 190 umol/l. On (B)(6) 2013, the sample was repeated on the initial p-module and the result was 190 umol/l. It was unknown if there were any adverse events. The crep reagent lot number and expiration date were not provided. The field service representative went on site. He found that the syringes were leaking for all the customer's p-modules. He replaced the syringes and performed preventative maintenance.

Manufacturer narrative:
This event occurred in (B)(6).